Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, the system was having excessive noise even patient interface box was on a stable surface, system plugged into isolated outlet, muting clamp was on, and that threshold was already adjusted. Troubleshooting performed electrode check. Further reported that electrode check failed reading a red x and off for both tube electrodes. Reseat electrodes and switch patient interface boxes. Electrode check would switch between green check and red x for both electrodes. The reported procedure was completed without complications. Patient interface boxes both functional and switched during the case as well used plugged in and wireless. Anesthesia did not tape the tube and when touched the electrodes would pass green but return to red. The tube was not secured. There was user error. There was no patient injury.